Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information received a smiths medical implantable ports/deltec port-a-cath ii ports required intervention of surgical removal. Reported two months after the port was installed, the patient felt swelling. The doctor took out the port, and found that there were cracks around the catheter. Photo attached.